Manufacturer narrative:
H6: investigation summary: photo received for investigation, upon visual inspection one optima connector package from lot 2011503 is observed. However, the product or failure cannot be observed. A device history review was performed for reported lot 2011503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Ten retained samples from the same lot were evaluated no issues were observed on the luer cone nor the luer thread. No damages can be observed on retained samples requested. Leakage test performed, no defects were observed. Functional testing was performed, sample was attached to a syringe+ a protector connected to a vial. After aspirating the colorant from the vial to the syringe, no issues or leakage were found on the injector. No luer lock disconnection occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage. The following information was provided by the initial reporter: connector phaseal optima leaking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage. The following information was provided by the initial reporter: connector phaseal optima leaking.